Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The pads were received stuck to each other. The pads were separated and subjected extensive testing on a known good r series device and on an analyzer while bending and flexing the cable without duplicating the report. The r series device (sn: (B)(6)) and onestep cable that were used during the event was returned to zoll under service request # (B)(4) and was tested with these electrode pads and the reported problem was not observed. The device recognized the pads as adult pads during stress testing and was able to shock into the analyzer at all joule levels. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated defibrillator recognized the adult electrodes as pediatric electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.